Event description:
Boston scientific received information that one day post implant this left ventricular lead (lv) dislodged. A revision procedure took place and it was explanted. A new lv lead was succesflly implanted.

Manufacturer narrative:
The lead was returned and a detailed analysis could not confirm the lead dislodgement. At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available this event will be reopened.